Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged low blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level ranged from "low" to 120 mg/dl. Cause of low bg was not known. Customer consumed carbohydrates to address bg.